Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant this implantable lead exhibited loss of capture (loc) due to an elevated capture threshold at 7 volts. In addition, the physician tried to reposition the lead but experienced helix mechanism issues. The decision was made to explant this lead. A new lead was successfully replaced. No adverse patient effects were reported.